Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive at home and was taken to the emergency room. A chest x-ray showed the right atrial (ra) lead was dislodged, and had possibly dropped into the ventricle. In addition, the right ventricular (rv) lead exhibited low r-waves. No further information could be obtained through follow-up. The leads remain in use. No further patient complications have been reported as a result of this event.